Manufacturer narrative:
Product event summary: analysis found that the positive polarity of the cable was open. It was recommended that the customer purchase a new cable.

Event description:
It was reported that the cable of the external pulse generator (epg) had an apparent fracture. The cable of the epg was returned to the manufacturer. There was no patient involvement.

Event description:
It was reported that the cable of the external pulse generator (epg) had an apparent fracture. The status of the epg is unknown. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).